Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study the pocket-sized pneumostat was safe and practical in this group of patients and improved recovery in terms of mobility and reduced length of stay.

Event description:
Received an article titled "pocket-sized heimlich valve (pneumostat) after bullae resection: a 5-year review. Annals of thoracic surgery". The purpose of the article was to evaluate the practicability, effectiveness, and potential complications of a newly improvised pocket-sized heimlich valve named the pneumostat. Per the article adverse events noted in the article included wound infection.